Manufacturer narrative:
(B)(4). The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery system is filed under a separate medwatch report number.

Event description:
This is filed to report the difficulty removing the steerable guide catheter (sgc)and tissue damage. It was reported that this was a mitraclip procedure to treat grade 4+ degenerative mitral regurgitation (mr). The sgc was advanced to the left atrium (la), but became caught on the chiari network. The sgc was pulled back to the right atrium (ra), bringing some of the chiari network into the ra. After removal of the sgc, tissue was noted on the guide. Suction was performed in the la and a new sgc was used to continue the procedure. The clip delivery system (cds) was advanced to the la, but was steering in the opposite direction. It was believed that the device was mis-keyed; however, the clip was successfully deployed, reducing mr to grade 3. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for difficult to remove the steerable guide catheter (sgc) from the anatomy could not be determined. The reported tissue damage appears to be a result of the guide caught in the chiari network; therefore, attributed to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.